Manufacturer narrative:
The "date of this report" and the "date received by MFR¿ provided in the initial report were incorrect.

Manufacturer narrative:
Pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. Pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
The customer reported via phone call that they experienced power system error. The customer's blood glucose value was unknown. The customer reported that the battery was dead when it was a new pump. The customer stated that the power error detected recurred within a week of previous troubleshoot. The product was returned for analysis.